Event description:
The customer reported that several of the membrane buttons on the visera elite video system center have gone out. According to the customer, the control buttons on the front were not working. The enter button does not work and the keyboard had to be used instead. The user facility¿s biomedical engineer (biomed) tested the unit, and the enter button on the front worked inconsistently and several other buttons, such as the up arrow button, would not work at all. The user facility reported having an identical failure on another unit before. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The software on the device required being updated. No failures were found with the device. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d9, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.